Event description:
It was reported that the customer experienced difficulty pressing the pump's wake button, requiring multiple presses to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.